Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced on (B)(6) 2019 and postoperatively effective therapy was reported.

Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy from (B)(6) 2018 due to the ipg being inoperable. The patient was not able to charge the battery .to address this issue patient may be awaiting surgical intervention.